Event description:
It was reported during benign prostatic hyperplasia procedure at 95,550 joules and 13.36 mins of use, fiber started arching and shooting straight. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber with no injury to patient reported.

Manufacturer narrative:
Report source corrected. Premarket / 510(k) # corrected. Device evaluated by manufacturer updated evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface. The outer flow tubing open end exhibits minor scratch marks. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 11:04:00 am CT.the report number is being corrected from: 2937094-2018-60187to: 2937094-2018-60006

Event description:
It was reported during benign prostatic hyperplasia procedure at 95,550 joules and 13.36 mins of use, fiber started arching and shooting straight. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber with no injury to patient reported.